Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, he had an appointment with his endocrinologist. While driving the patient experienced loss of consciousness. He got into a minor car accident and bumped his car into the pole of a business parking lot. A concerned citizen called 911 and fire department. When they arrived, the patient was still unconscious in the car. They took a bg reading which was 20 mg/dl and the cgm residing was 77 mg/dl. The patient was treated by the fire department with a glucose tab. The patient recovered and he was not sent to the hospital. At the time of the report, the patient was normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.